Manufacturer narrative:
C1: heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H3 and h6 code b20: the device remains implanted in the patient. Therefore a device evaluation could not be performed. H6 code b14: a review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2023, the patient presented with peripheral artery disease (pad) and was treated for occlusion of the superficial femoral artery of the right limb with a gore® viabahn® endoprosthesis with propaten bioactive surface. Reportedly, the whole procedure was uneventful, vascular access was successfully gained, device deployed as intended, catheter was successfully removed. The patient received an additional antiplatelet medication during the procedure. However the vsx that was used in this procedure was confirmed to be non patent at the end of the procedure. A reintervention in the form of percutaneous transluminal angioplasty was performed in order to regain the patency of the vsx.

Manufacturer narrative:
H6: code d12 - according to the gore® viabahn® endoprosthesis with propaten bioactive surface instructions for use (IFU) possible adverse events and complications that may occur with the use of the device or in any endovascular procedure and require intervention include, but are not limited to: stenosis, thrombosis or occlusion. Emdr section h6 codes updated to reflect results of investigation.